Manufacturer narrative:
The sterile lot number for the device is unknown therefore a device history report review could not be performed. Side branch occlusion and restenosis are known potential adverse events associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. The cath report indicated that during stenting of the lesion proximal to the initial lesion in the mid lad that there was bulky plaque seen under ivus that was not appreciated by just angiography. Review of the information provided suggests that vessel/lesion characteristics and the progression of disease may have contributed to the reported events.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As reported by (B)(4) study: the patient's medical history is significant for hypertension, previous percutaneous coronary revascularization on (B)(6) 2009, coronary artery bypass graft (CABG), and previous myocardial infarction (B)(6) 2009. Of note, during the cypher stent implantation (B)(6) 2009, the 2nd diagonal and a large septal perforator were jailed. No treatment was performed for this. On (B)(6) 2010, due to stable angina, the patient underwent angiography that revealed a 70% lesion just proximal to the cypher stent in the mid lad. This was treated with placement of a xience stent. It is not known if this was within 5mm of the previously placed cypher stent. On (B)(6) 2010, the patient had a prolonged episode of chest pain in a stressful situation, with pain similar to her prior angina. She underwent cardiac catheterization which revealed stent to be patent. There was still the known jailing in the 2nd diagonal and the first septal perforator was functionally occluded and filled via collaterals. Given her recurrent symptoms, she was referred for fractional flow reserve assessment and the ffr in the 2nd diagonal was found to be significant. Subsequently a pci to the second diagonal was performed on (B)(6) 2010 with placement of an additional cypher stent. The angina was resolved on (B)(6) 2010 and the patient recovered and was discharged. In the opinion of the investigator, the angina was moderate in intensity, not related to the study drug, not related to the study device, and not related to the study procedure.